Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system underwent a full system explant due to unknown product anomaly. The ICD was explanted and successfully replaced with a new device. No additional information was provided at this time. No additional adverse patient effects were reported.